Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal discomfort with intercourse and urinary incontinence. The plaintiff had additional mesh implanted on (B)(6) 2009. Refer to MFR report # 2183959-2013-00342.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).